Event description:
A pt experienced dizziness, tiredness, swelling of the face and lips, and a rash inside the oral cavity six days following placement of a bridge using calibra and prime & bont nt, indicating a possible allergic reaction to either material or a constituent part. Several specialists were consulted and the pt was administered various medications to treat the symptoms.